Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, it was reported that air bubbles were observed with in the infusion set tubing. Reportedly, the air bubbles were successfully primed out and the occlusion alarm was cleared to resolve the issue and resume insulin therapy. An additional occlusion alarm occurred; cause unknown. Customer performed a supply change to address the issue. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 117 mg/dl.